Event description:
It was reported that during a hemicolectomy procedure, the staples were malformed. The procedure was completed with sutures. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/02/2009. Info anticipated, but unavailable at this time.